Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® c&s transfer straw kit the needle inside the transfer straw was dislodged and loose from the straw. The following information was provided by the initial reporter. The customer stated: "there was an exposed needled on the collection device. It was detected before the urine kit was open."

Event description:
It was reported before using the bd vacutainer® c&s transfer straw kit the needle inside the transfer straw was dislodged and loose from the straw. The following information was provided by the initial reporter. The customer stated: "there was an exposed needled on the collection device. It was detected before the urine kit was open."

Manufacturer narrative:
Investigation summary: bd received 3 samples and 5 photos from the customer in support of this complaint. A visual examination of samples and photos was performed and the indicated failure of separation was observed as the samples and photos show the holder has become separated from the straw and needle assembly. Additionally, 10 retention samples were inspected with no needle separation identified. Bd was able to confirm the customer¿s indicated failure mode with the samples and photos provided. The exact cause of the failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.